Event description:
Pt experience overdose symptoms and went into a coma which lasted two days. Follow up with health care provider revealed pt reported for refill, pump was reading "empty" and pt reported that pump had been alarming for "3 weeks". Residual volume was as expected -2cc and pt was asymptomatic. An uneventful refill was conducted refilling the pump with ms 25mg/ml locally compounded drug. Pt returned to nursing home and gradually became drowsy, lethargic and unresponsive. Pt was transferred to the local ER, received narcan as treatment, improved and returned to nursing home. Pt receives many oral meds in addition to intrathecal morphine. Pt gradually became unresponsive again and was seen by regular hcp. Pump was turned down and contents were eventually removed-pt's condition improved. Pt is stable at present time. Pump has not been explanted to date and hcp is uncertain if pump malfunctioned, a programming error occurred or if drug concentration was wrong. Unfortunately the contents of the pump were discarded and were not analyzed. Most pts at the clinic receive ms 50mg/ml. This pt received 7mg of ms 25 mg/ml per day.